Event description:
It was reported that patients implantable pulse generator (ipg) takes days to fully charge. The patient underwent an ipg replacement procedure. No further information has been obtained. Additional information received stated that patient was doing well post op. Unable to return explanted battery due to facility protocol.

Event description:
It was reported that patients implantable pulse generator (ipg) takes days fully charge. The patient underwent an ipg replacement procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.